Event description:
Event description guidant received information that at the implant procedure, mechanical dysfunction of the helix was noted prior to the lead being implanted. The helix would not extend. The lead was not used and was returned for analysis.